Event description:
It was reported that the fred jr stent did not fully open or oppose vessel wall in proximal part of the stent. The flared ends of proximal part of stent were open, but it was pinched down and not fully open after detachment. Clot formed 2 minutes after deployment, after the pusher was pulled out and the microcatheter was pulled back a little. Integrillin was given and patient will stay on integrillin for now. Patient was held at hospital for a few extra days for observation, then discharged and was doing "pretty well". Patient was brought back on january 6th for another angiogram and further treatment was not needed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and procedure images not provided. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis as potential complications associated with use of the device.

Manufacturer narrative:
Additional information received via user-facility medwatch # (B)(4) received from FDA. Reference b5.

Event description:
Additional information received via user-facility medwatch # (B)(4) received from FDA. Event described as: surgical procedure device malfunction. Adult male with past medical history of ruptured aneurysm due to successful coil embolization (B)(6) this year (2021). Presented for an elective cerebral angiogram with embolization. While attempting anterior communicating artery aneurysm flow divert, his embolization was complicated by stent malfunction. Stent did not fully open and is still in the vessel. Aneurysm remains. Patient stable, discharged to home after observation. Original intended procedure was cerebral angiography.